Event description:
A customer had a problem with an oreopoulos zellerman catheter. The customer reports that in 2004 a spontaneous leakage of an implanted catheter underneath the bandage was noticed. Upon inspection, a longitudinal tear about 1cm above the abdominal exit was seen. Fluid leaked from this tear. The leak did not result in a peritonitis, however, the catheter was removed and replaced."